Manufacturer narrative:
Trackwise (B)(4). Updated section -. Corrected section. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device serial conforms to all applicable product specifications and there were no non-conformance's identified for the manufacturing batch.

Event description:
N/a

Manufacturer narrative:
Tw (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using t.w. Power supply, pa was harvesting vein and had just finished dissection. She switched to the hemopro ii device and started cutting her first tissue/branch. She immediately noticed that the beeping sound on the generator was different--that it would stop, then start again. She was unsure whether it was sealing/cutting when the beeping had stopped but was able to use the power supply for the case. No patient injury.

Event description:
N/a.

Manufacturer narrative:
Tw#: (B)(4). Corrected section: d9; h3; h6-component code 1028 changed to 498; h6 type of investigation code 4114 removed; h6 investigation findings code 3221 removed. The device was returned to the factory for evaluation on 05/30/2025. An investigation was conducted on 06/03/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact power supply. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (04) repetitions using "max life test method. The device successfully transected tissue four (04) times. Based on the returned condition of the device as well as the evaluation results, the reported failure "electrical problem" was not confirmed. A manufacturing engineer evaluation conducted on 06/17/2025. The complaint was not confirmed by verifying the power supply "no load voltage" and "low & high current" outputs using the test steps outlined in the equipment calibration procedure for vasoview hemopro power supply, mcv00030545 rev b. The vasoview hemopro power supply operating ranges and tolerances are as follows: no load voltage output: 5.5 vdc +/- 0.05 vdc, low current output: 4.0 amps dc+/- 0.05 amps dc, high current output: 6.0 amps dc+/- 0.05 amps dc. The complaint vasoview hemopro power supply was tested using a fluke multimeter model: 8846a (bmram ID#: 14287) and the complaint lab's hemopro power supply test box, mcv00010390. The test results were as follows: no load voltage output: 5.49 vdc (passed test), low current output: 3.99 amps dc (passed test), high current output: 5.98 amps dc (passed test). The complaint vasoview hemopro power supply passed all three output tests. Based on the manufacturing engineer evaluation, the reported failure "electrical problem" was not confirmed. The reported device is an OEM device. The certificate of conformance was reviewed for the serial#: (B)(6). The vendor certifies that this device serial conforms to all applicable product specifications and there were no non-conformance's identified for the manufacturing batch.